Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on the morning of (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board. (Iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 64 mg/dl and food was consumed to address the bg level. The customer thought that not enough food was consumed the night before in relation to the bolus that was delivered and exercise before bed may have been a cause of the low bg. The customer was "fine" at the time of the report. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.